Event description:
A report was received that the patient will be having revision due to pain caused by the ipg pressing the sciatic nerve as stated by the patient.

Manufacturer narrative:
(B)(4). Additional information was received that the patient underwent a pocket revision, during which, the physician elected to replace the ipg. The patient was doing well following the procedure.

Event description:
A report was received that the patient will be having revision due to pain caused by the ipg pressing the sciatic nerve as stated by the patient.